Event description:
It was reported that the customer encountered a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset process, resolving the issue, and the customer successfully started their sensor session without encountering the error again.